Event description:
It was reported that syringe 3ml ll w/ndl 20x1-1/2 rb was missing scale markings. The following information was provided by the initial reporter: "it was reported that syringes are missing the scale markings. "The nurses have been bringing back some syringes saying there are no markings on them to draw up doses. All the faulty syringes have the same lot number. I have attached a picture below so you can see the lot. Please follow up with materials management.""

Manufacturer narrative:
H.6. Investigation: one photo displaying the bottom view of a fully sealed blister pack with a 3ml syringe inside, one loose 3ml syringe and the top view of a blister pack from batch 9114915 (p/n 309579) was received and evaluated. It was observed both of the syringes had no print present on the barrel, which were rejectable per product specification. Potential root cause for the missing print defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 9114915 is considered in compliance with our product specification requirements. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll w/ndl 20x1-1/2 rb was missing scale markings. The following information was provided by the initial reporter: "it was reported that syringes are missing the scale markings. "The nurses have been bringing back some syringes saying there are no markings on them to draw up doses. All the faulty syringes have the same lot number. I have attached a picture below so you can see the lot. Please follow up with materials management.""